Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced sustained hyperglycemia after changing infusion supplies, with no pump alerts or alarms and with successful tubing priming observed; the event was discussed as potentially site-related, and the user planned a site-only change with cannula fill. Symptoms included elevated blood glucose up to 300 mg/dl for approximately five hours. Outcomes included no reported medical intervention, no reported use of backup therapy, and no reported immediate health effects. Investigation included complaint handling with troubleshooting and education conducted remotely. Investigation of this case revealed no device delivery interruption identified and no definitive cause determined. It was concluded that the event involved hyperglycemia with an unclear cause and that the device appeared to function as intended based on available information.